Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported concurrent flow when infusing a secondary infusion of antibiotics. This has been an issue since they started using the devices, and the customer uses non-bd secondary sets. This has lead to under-infusions, and this mainly occurs on the pediatric floor.